Manufacturer narrative:
PMA / 510(k)#: k980987(syringe); k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 305788 . Batch no.: 8302596. It was reported that during use of the bd syringe 3ml ll w/ndl eclipse 22x1 rb the syringe plungers are hard to push. The following information was provided by the initial reporter: the plunger of syringes is hard to push (sticking) its keeps stopping and it needs to push hard.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text.

Event description:
Material no: 305788, batch no: 8302596. It was reported that during use of the bd syringe 3ml ll w/ndl eclipse 22x1 rb the syringe plungers are hard to push. The following information was provided by the initial reporter: the plunger of syringes is hard to push (sticking) its keeps stopping and it needs to push hard.